Event description:
According to the report, the valve was implanted during a ross procedure performed in (B)(6) 2008 and was "good looking" approx one month after implant. Approx six months after implant, the valve developed "severe stenosis and degeneration".

Manufacturer narrative:
The MFR's investigation into the reported event is ongoing. Any add'l info will be provided in the f/u report.